Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports their 8015 not connecting to the network and updating the drug library. Failure device type: failure problem type: failure mode: case resolution: customer states an 8015 that is used in a training environment was not updating to the most recent version of their drug library. Customer stated they transferred their network configuration with no change. Asked customer to connecting an 8015 to systems maintenance that is connected to the server. Verified through network status. Next we exported the network configuration and then imported to systems maintenance. After connecting the 8015 in question, we transferred the exported configuration. Next we verified connection to the server through the network connectivity test. After cycling power and verifying new drug library was received, we cycled power once more and pressed yes for new patient to activate the drug library. Lastly we deleted the old network configuration. Ended call. Ref: (B)(4).